Event description:
It was reported to the aci clinical specialist that a patient underwent an unknown type of catheterization procedure. The exact date is unknown. Access at the common femoral artery was obtained via a 5f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Post procedure, the physician who is a trained user of the mynx, used the device to close the access site. It was reported that the physician followed the mynx instructions for use (IFU) however; when he pulled the sheath back after shuttling down, everything came out. The patient was converted to 10 minutes of manual compression and successful hemostasis was achieved. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1113901) indicated that the mynx device met all established performance criteria prior to shipment.